Event description:
It was reported that the patient experienced recurrent low blood glucose readings, including values of 56 mg/dl, 65 mg/dl, and 54 mg/dl, with the caregiver uncertain about the cause and noting similar nocturnal episodes; lows were treated with oral carbohydrate and glucose subsequently stabilized. Symptoms included weakness and fatigue consistent with hypoglycemia. Outcomes included resolution of each episode after treatment without hospitalization. Investigation included case review and troubleshooting education provided to the caregiver, with an offer to transfer for additional algorithm support. Investigation of this case revealed no device malfunction reported and no identifiable contributing factor, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.